Event description:
The pt reportedly had no lock between sound processor and the device. In 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.